Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and monitored ventricular tachycardia episodes. It was also reported that the right ventricular (rv) lead exhibited oversensing of possible noise, short v-v intervals and diminished r-waves. It was further reported that the right atrial (ra) lead exhibited oversensing of possible noise. Both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.